Event description:
It was reported by service report that the hr latch assembly is broken. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Result - siderail latch assembly.